Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 2.6 inr and 2.6 inr on the coaguchek xs system while a comparison lab returned as 2.0 inr. Customer's coumadin dose was increased based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.